Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon was separated from the outer member at the proximal balloon seal. The inner member was separated distal to the guide wire exit notch. The reported difficult to remove post deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an attempt was made to deploy the implant; however, when removing the delivery system, it became stuck. Further attempts were made and the delivery system was removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product listed and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.